Event description:
Initial activation test to set up harmonic scalpel: error message two switch activation detected, hand switch, reactivate instrument to continue. Handpiece removed from cord, assembly retightened, unit console turned off, cord unplugged from console... Console turned on, initial activation testing tried, same error message. Cord replaced, again unit turned off, reset with new cord, same reprocessed, handpiece, same error messages. Disposable handpiece replaced and was able to complete initial activation testing. Nonworking disposable handpiece removed from surgical field and secured for supply coordinator.

Event description:
Initial activation test to set up harmonic scalpel: error message two switch activation detected, hand switch, reactivate instrument to continue. Handpiece removed from cord, assembly retightened, unit console turned off, cord unplugged from console. Console turned on, initial activation testing tried, same error message. Cord replaced, again unit turned off, reset with new cord, same reprocessed, handpiece, same error messages. Disposable handpiece replaced and was able to complete initial activation testing. Nonworking disposable handpiece removed from surgical field and secured for supply coordinator.